Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead was performed. Inspection showed cuts through in the insulation. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to a cut on the insulation. During the implant procedure, the r-wave, impedance and threshold measurements were all stable. On the final testing of the lead, the r-wave had dropped, the impedance had increased from 750 ohms to 1750 ohms, the threshold had increased and a fine noise signal was noted. The lead was observed and a clean insulation break approximately a third of the way from the proximal end of the lead was noticed. It was suspected that the insulation break was due to the scalpel blade cutting the lead. The lead was replaced and the procedure was successfully completed. No adverse patient effects were reported.